Manufacturer narrative:
It is unclear as to whether or not the device was implanted, as it was indicated the device may be returning for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that as the surgeon begins the surgery, the surgeon feels resistance to place nail into the patient's bone, he decides rhyme the proximal femur part, for the tfn nail to pass easily within the patient's bone, however he still feels resistance placing the nail but he managed to enter the nail into the bone of the patient. When the surgeon wants to place the helical blade, the blade does not enter into the nail. The surgeon decides remove with difficulty the nail and he sees that the nail was rotated from its original position and the proximal hole of the nail for where the screw connection sets was damaged. The insertion handle cannot remove of the nail, no prolongation in surgery reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ one tfn ø10 130° l235 tan green (product number: 456.325, lot number: 7940430, mfg date: 13mar2015; part 1), one helical blade f/tfn ø11 l95 tan gold (product number: 456.304, lot number: 7991237, mfg date: 25apr2015; part 2), one helical blade f/tfn ø11 l95 tan gold (product number: 456.304, lot number: 7991237, mfg date: 25apr2015; part 3), and one insert-handle f/tfn (product number: 357.411, lot number: 6694869, mfg date: 15aug2011; part 4) was received. Upon visual inspection of all complaint devices there are clear indentation marks throughout each device that was most likely caused by a lot of force trying to insert the helical blade into the nail. Parts 1 and 4 (insertion handle and nail) are cold wielded together and cannot be removed; this is most likely caused by over rotating the connecting screw causing it to become stuck. For part 1 there is severe damage around the proximal end where the helical blade is to be inserted. For part 2 there are damaged sections throughout the blade. For part 3 there are minor damage throughout the blade. A root cause could not be determined; the complaint condition for parts 1-3 may have been caused by the nail rotating as stated in the complaint description and the surgeon trying to a free hand technique to insert the helical blade(s) into the nail under power causing the complaint condition. And for part 4 there are indentation marks near where the driving cap is supposed to attach, the damage may have occurred as a result of hammering on the driving cap to drive the nail into the patient¿s anatomy through the use of the insertion handle. A root cause could not be determined; it may have been a result of over torque the connecting screw causing the handle to become stuck onto the nail. The complaint is confirmed. The (456.325) device drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A review of depuy synthes monument device history records for manufacturing revealed no issues related to the complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the physician tried to place the second blade but he could not place the blade into the nail.